Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, explanted: (B)(6) 2018. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted for a trial evaluation. It was reported that the trial patient had a temporary loss of therapy/return of symptoms and experienced urge frequency of the bladder. The patient stated that one of the leads pulled out so they changed sides. Also, the stimulation was too low so they increased it. There were no further complications reported or anticipated.